Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with a one-month history of progressive exertional angina and dyspnea. The lesion being treated was located in the saphenous vein graft (svg) to the left anterior descending (lad). Embolic protection was provided using another MFR's device. A 3.50x24mm taxus express2 drug-eluting stent (des) was placed in the ostium of the svg to the lad. Despite high pressrue inflation to 18 atms, the stent was under expanded at the site of the lesion. A 3.5mm quantum maverick balloon was inflated to 20 atms but the stent still appeared to be under expanded. Finally, a 20 atm inflation was prformed using a 4.0x9 mm nc balloon resulting in excellent stent expansion. There was no residual stenosis, no edge dissection and normal timi iii flow. Plavix was administered during and after the procedure. At 155 days later, the pt presented with chest pain and stent thrombosis. The physician placed a 23x4.0mm promus des stent inside the previously implanted taxus express2 stent. The promus stent was deployed at 18 atms for 10 seconds. The stent was fully deployed. Stent deployment was followed by two balloon inflations using a 4.0x15mm nc balloon inflated to 22 and 20 atms for 15 and 10 secs respectively. The procedure was completed. At 109 days after the promus was implanted, the pt presented with in-stent restenosis. The lesion was treated with a 3.5x25mm des non-bsc stent deployed at 20 atm for 18 secs. The stent was fully deployed across the lesion. Several balloon dilations were then performed using a 4.0x12mm quantum maverick balloon. The procedure was completed. No add'l pt complications were reported and the pt's current condition is listed as "fine".